Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. A visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the lead had been stretched and cross continuity tests failed due to inner insulation being breached/pulled/stretched/overstressed/extrinsic. The inner insulation breach/damage at the implant did contribute to the electrical complaint.

Event description:
It was reported that the implantable pacing lead continued to exhibit low impedance upon implant attempt. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.